Event description:
It was reported that the pt had apparent morphine withdrawal symptoms. The healthcare provider was unable to read the pump. The pump was replaced. The pump was used to deliver morphine 10mg/ml with a daily dose of 2.250mg. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.